Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing severe stomach pain and vomiting. The patient could not recall what her cgm was reading at this time, and no bg meter comparison was done while the patient was at home. The patient was taken to the ER by her mother. At the ER, the patient¿s bg meter reading was 400 mg/dl, but the patient still could not recall what the cgm was reading at this time. However, at some point, the patient stated the cgm was reading 200 mg/dl. The patient was transferred to the ICU and treated with insulin (most likely IV) and reglan. Due to the patient getting admitted to the ICU, it can be assumed the patient was in dka. The patient was discharged home three days later. The patient was in good condition at the time of report. Attempts to reach the patient for further event details/clarification were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.